Event description:
It was reported that patient underwent a shoulder arthroscopy procedure on (B)(6) 2013. During the procedure, the maxbraid fractured and was retained by the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, states, ¿bending or fracture of the implant.¿